Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had delivery failed alarm. The customer¿s blood glucose level was 187 mg/dl. The customer reported that there was battery failed alarm. The customer stated that she was having issues with the insulin pump saying that it was not giving her the correct basal, bolus. The customer had performed the self test on the insulin pump and has an error for the battery and they had changed the battery and did the self test again and pump error delivery stopped the 2nd time. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Failed battery test not confirmed. No pump error alarms noted during testing. Pump error not confirmed.